Event description:
It was reported that there was a rattle sound inside the parapac pneupac ventilator. There was also a big air leak. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Evaluation results: one parapac ventilator was returned for investigation in poor condition. The investigator verified the rattling sound reported by the customer. The device also failed the demand valve leak, and the lock off leak tests. It was determined that the dump valve was not connected to the oscillator block. The affected components were subsequently replaced, after which the device passed all functional tests.